Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value was around 204 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.